Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following her intraocular lens (iol) implant surgery, her vision has been blurry "it's like seeing a 3d movie". The consumer stated that she did recall being told by her surgeon that she would have monovision after her surgery. She reported that she sees very good at close range with her fellow eye, but when she uses both eyes "it looks like seeing a 3d movie". At the request of the consumer, the surgeon was not contacted. She stated she wanted mor time to get used to the monovision setup.